Manufacturer narrative:
E!: (B)(6) e!: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an image blackout during a diagnostic lower gastrointestinal examination procedure involving an olympus colonovideoscope. The procedure was completed using the same device. There was no patient injury reported.